Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there was noise and oversensing on the ra and rv channels, with loss of capture on rv lead as well. Biotronik has no information in regards to a revision and it is unclear if this report is on the ra or rv lead.